Event description:
It was reported that when using the bd pyxis¿ medstation¿ es all patients and order was not crossing over. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all the patients and the orders were not crossing over. A technical support specialist (tss) dialled into the station and found the post was blocked. The tss informed the customer that the port was blocked, then the customer unblocked the port, after that all the patients and order were coming through with no issue. The system functioned as intended after the technical support specialist troubleshoots the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es all patients and order was not crossing over. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.